Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was received for evaluation. During visual inspection, the silicone gland was retracted. Further testing was not performed due to the condition of how the sample was received (contaminated). The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link neutral luer activated devices leaked. It was further reported that the valve plunger did not pop back out after a syringe was used which caused blood to leak out. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.